Manufacturer narrative:
(B)(4). Additional information: the device was received with the upper jaw damaged, with the jaws closed and with tissue stuck in between them. The device jaws were forcibly opened. The device was then connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). In this case due to the damaged jaw there could have been a short in the jaws that resulted in this alert screen.

Event description:
It was reported that during a prostatectomy, a disposable was receiving the error message "reposition jaws and reactivate." The jaws on the disposable also would not open while on tissue and the tissue had to be cut away with the device still closed on the tissue. The procedure was completed and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.